Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg site was relocated. The discomfort resolved postoperatively.